Manufacturer narrative:
(B)(4). Approximate age of device: 7 days. The device was returned for analysis. Evaluation is not complete. Additional information was requested but has not been received. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange. The reason for exchanged was noted as pump thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
Describe event or problem: additional information. Device evaluation: the evaluation of the returned device confirmed the report of pump thrombosis. A tissue-like thrombus formation was adhered around the inlet bearing cup. The deposition showed evidence of denaturing and appeared to have formed in laminated layers, indicating that it likely developed around the inlet bearing and was present for an undetermined amount of time while the pump was operating. Additionally, tissue-like depositions were present on the body of the rotor and in the proximal side of the outlet stator. Both depositions lacked lamination. The deposition on the rotor showed some dark areas of potential denaturing. Although the depositions did not appear to have originated from these locations, their specific origin and a duration for which they were present in the pump could not be determined. The observed thrombus formations and depositions would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was pre-operatively diagnosed with severe major hemolysis, acute-on-chronic systolic heart failure, and moderate pulmonary hypertension. The patient's post-operative diagnosis confirmed pump thrombosis near the occlusion of the pump.